Event description:
Event description guidant received information that this pacemaker reached end of life (eol) earlier than expected. Now, the device could not be interrogated. Further inspection noted loss of capture from the ventricular lead. A fracture is suspected. The device was explanted/replaced and the lead was capped and replaced. The pacemaker has been returned for analysis.